Event description:
Hcp reports patient presented in 2004 with rigidity, clonus, and a value of 5 in correlation to the ashworth scale. The pump dose of baclofen was increased. The hcp reports "they are still having problems getting a steady state infusion rate. They are not sure why their catheter is partially fractured (micro leak) but they cannot see it on x-ray."